Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a communication issue between the programmer and the analyzer. It was further reported that the analyzer was checked and that the issue was attributed to the programmer. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a communication issue with the analyzer, during functional testing there were two fails experienced that were analyzer-related and it was noted that there was some corrosion on the analyzer bay and the flex cable was damaged. It was additionally noted that the stylus was missing, the power bay cover broken, the door to the media bay was broken/worn out, the bezel had a few days and there were software errors found in the update history. All affected parts were replaced, the touch screen calibrated, new software was installed and the device was cleaned. It then passed its electrical safety and all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.